Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.0/+2.0/081 (sphere/ cylinder/ axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Low vault is reported. The lens remains implanted. The cause of the event is reported as device: "lens too small?".